Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745 serial#(B)(6) product type programmer, patient. H3: analysis of the recharger found no anomalies were visually observed. Found no issues with finding or charging implant. Device passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID (B)(4) (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that when they attempted to charge their implant, they had a hard time connecting, and could not charge. Patient stated that they started having issues about two weeks ago. Patient mentioned that the relay box started clicking, but it still would say poor recharge quality, or spend a long time on the checking the recharger screen. Patient also mentioned the recharger gets hot when trying to charge implant. Patient said they tried resetting the controller several times. Agent ad patient start a charging session and patient reported seeing system problem rm05. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out.  Additional information was received from a patient (pt). It was reported that the pt got replacement controller but says they are still seeing the rm05 code. A replacement controller was sent out. No symptoms were reported.